Event description:
Material no.: 381433 batch no.: 8187714. It was reported that during use of the insyte autoguard pnk 20ga x 1.0in the catheter tip separated at the insertion site. The following information was provided by the initial reporter: per uf report # 0300920000-2018-8042: the catheter tip separated at the insertion site. Was able to remove intact without injury to patient.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Root cause could not be determined and complaint is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA on (B)(6) 2018 via medwatch per uf report # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 381433 batch no.: 8187714. It was reported that during use of the insyte autoguard pnk 20ga x 1.0in the catheter tip separated at the insertion site. The following information was provided by the initial reporter: per uf report # (B)(4). The catheter tip separated at the insertion site. Was able to remove intact without injury to patient.